Event description:
Related manufacturing ref: 3005334138-2018-00328. During an ablation procedure, a pericardial effusion occurred. During ablation in the left ventricle the patient become disorientated and hypotensive. A transthoracic echo was performed which revealed a pericardial effusion. The patient was intubated and a pericardial drain placed. The procedure was stopped and the patient was transferred to itu.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.